Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Reference internal complaint: (B)(4).

Event description:
It was reported that during a biopsy exam the needle bent and a portion of the tip dislodged. No injury reported. No additional information was provided.